Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. This is a follow up to the user facility report submitted and received by masimo. See user facility reference no. (B)(4).

Event description:
Female, (B)(6) patient w/ long history irritable bowel syndrome & now septic shock and encephalopathy; ICU patient post-laparotomy w/ colostomy, pre-scaral drain noted to have a possible ulcer under her new oxygen saturation probe, pressure sore, and area around. Band was not too tight, not restrictive. Applied abx ointment.